Event description:
Procedure performed: na (happened during service). Event description: lab at [institution] during a wet lab (hands on training session for new field team members to gain hands on experience with our products in a simulated environment), the ca500 clip applier experienced no clip loading. After x amount of clip fires (exact number will be shared during follow-up) no clips were loaded in the jaws, while the trigger was pulled back. The users/ applied medical team members do not have proper training nor experience with performing laparoscopic procedures. Product is available for return. Additional information received from applied medical representative via email: directly from the beginning there were no clips loading in the jaws. This happened 5-6 times, after which the device functioned as intended. There was no facilitator present when this incident occurred. Only fit students.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: na (happened during service). Event description: lab at [institution]: during a wet lab (hands on training session for new field team members to gain hands on experience with our products in a simulated environment), the ca500 clip applier experienced no clip loading. After x amount of clip fires (exact number will be shared during follow-up) no clips were loaded in the jaws, while the trigger was pulled back. The users/ applied medical team members do not have proper training nor experience with performing laparoscopic procedures. Product is available for return. Additional information received from applied medical representative via email: directly from the beginning there were no clips loading in the jaws. This happened 5-6 times, after which the device functioned as intended. There was no facilitator present when this incident occurred. Only fit students.